Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the c-arm was faulty. The fse replaced the motor and drive units. After replacement of motor and drive units, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the c-arm was faulty. The fse replaced the motor and drive units. After replacement of motor and drive units, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The reporting address line 1 and the reporting address city have been updated.